Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4). Concomitant medical products: bone screw self-tapping 6.5 mm dia. 40 mm length/ pn 00625006540/ ln 66286116; bone screw self-tapping 6.5 mm dia. 30 mm length/ pn 00625006530/ ln 63002430; shell porous with cluster holes 62 mm/ pn 00620206222/ ln 62659566; liner 10 degree elevated rim 3.5 mm offset 36 mm/ pn 00631006236/ ln 62479705. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient reported a leg length discrepancy post-implantation. No revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-rays indicates the right femur is significantly longer than the left side. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.